Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 targeting the superior genicular nerve to address knee pain. After being implanted the patient reported connectivity issues between the implantable pulse generator (ipg) and the external therapy disc. Further investigation found that the ipg was implanted on the patient's lateral thigh where excessive subcutaneous fatty tissue was causing a disruption in communication between the ipg and the therapy disc. Patient requested to move the ipg to a more superficial location on the anterior thigh in order to improve connectivity. Surgical revision was performed on (B)(6) 2023 to move the ipg. No new implantable components were introduced during the procedure.